Manufacturer narrative:
Citation: eichinger et al. European experience with the mosaic bioprosthesis. J thorac cardiovasc surg. 2002 aug;124(2):333-9. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding prospective evaluation of the clinical and hemodynamic performance of the mosaic bioprosthesis. All data were collected from multiple centers between 1994 to may 1999. The study population included 561 patients (predominantly male, mean age 70 years), all of which were implanted with medtronic mosaic bioprosthesis (no serial numbers provided) in the atrial (461) or mitral position (100). Among all patients, a total of 8 valve-related deaths occurred (7 atrial and 1 mitral). In the atrial group the deaths were due to: reoperation for cerebrovascular attack, anti- thromboembolic hemorrhage, valve thrombosis, reoperation for structural valve deterioration, and reoperation for valve thrombosis where the patient died of multiorgan failure 2 days post-operative. In the mitral group the deaths were due to: anti-thromboembolic hemorrhage and permanent neurological event. No further details were provided on these deaths. Based on the available information medtronic product was directly associated with the death(s).